Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4mm 20mmx144 cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.